Manufacturer narrative:
The complaint sample has not been returned to viant for evaluation. Once the complaint sample is received, an evaluation will be performed and a supplemental medwatch 3500a emdr will be submitted. Report source: complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown procedure that the reamer handle is bent where it inserts into power hand piece. The reamer won't spin straight without wobble. No adverse events nor patient consequence were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was not received after three (3) follow-up attempts, therefore the reported event cannot be confirmed. The production records were reviewed and no discrepancies were discovered. The complaint is considered non-verifiable. If the complaint sample is received by viant, it will be evaluated and a supplemental medwatch 3500a emdr will be submitted accordingly. No further investigation is required. Updated method, results and conclusion codes.